Event description:
A customer reported that the central station (cic) experienced a loss of monitoring, due to a presumed hardware failure. Healthcare staff noticed the loss of monitoring within one minute, however, monitoring could not be restored at this cic. Twenty minutes later, a spare cic was put in use. There were no adverse events reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.